Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, e2, e3, g2, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the calibration and test cut did not meet specifications. The right side plate, gear, bottom roll, shoulder bolts, and cap nuts were replaced, the unit was calibrated, and the ratchet lubricated and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that there was an incomplete mesh. (B)(6) is a cadaver skin bank and there was therefore no patient involvement. No adverse events were reported as a result of this malfunction.